Event description:
It was reported that during an operation, after the stent had been implanted, it could not be expanded; the stent was removed. Another device was used to complete the operation with no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a photo investigation was completed: the provided photo was not sufficient to confirm the reported event of will not inflate/deflate & will not open/close. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the vbs small would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: part 09.804.500s, lot 82298832: manufacturing site: (B)(6). Supplier: synthes USA hq, inc. Release to warehouse date: january 04, 2024. Expiration date: january 01, 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.